Event description:
A patient reported it take much longer to charger her implant and she needs to recharge more often. The patient stated it was hard to get good coupling because the implantable neurostimulator (ins) was in her butt and she does not have much of a butt. The belt has to be tied tight and she has to lay sideways. The patient had recently been reprogrammed or switched to a new group and had recently increased the parameters. The patient said she just switched from a to b and was using a higher setting. Adhesive discs were sent. The indication for implant was non-malignant pain.

Event description:
Follow-up was sent to the health care professional (hcp) to clarify if there was a procedure issue, if the device had been implanted where it was intended, or if there was another issue. The hcp answered ¿yes.¿ it was unclear if the hcp meant that there was a procedure issue and that the ins had been implanted where they intended or if the hcp only wanted to confirm one of the options. Further follow-up was sent to clarify the event and the hcp¿s answer.

Manufacturer narrative:
Device code (B)(4) was removed replaced with more accurate codes (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.